Manufacturer narrative:
Approximate age of device- 3 months 22 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device on (B)(6) 2017. It was reported that the patient suffered from a hemorrhagic stroke. Per the account, "the device functioned as intended. Not pump related." No additional information will be provided.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: the pump was not explanted and therefore not returned for evaluation. A correlation between the device and the report that the patient suffered from a hemorrhagic stroke could not conclusively be established through this evaluation. Stroke, bleeding, and neurologic dysfunction are listed in the current revision of the heartmate ii lvas IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.